Event description:
Revision surgery - due to the implant loosening.

Manufacturer narrative:
The reason for this revision surgery was implant loosening after 11 years and eight months in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been 11 prior complaints against this part number. This is the first complaint from this lot. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Several factors not related to the implant can play a role in loosening such as a loose joint from inadequate soft tissue, excessive range-of-motion, or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness.